Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on with a blood glucose level of blood glucose of 400 mg/dl. The customer did not receive enough insulin which caused the high blood glucose levels. The customer had gastroparesis. The customer was treated with manual injection. The customer did not troubleshoot and did not send the product back for analysis. The insulin pump will not be returned for analysis.